Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿foreign material adhered/clogged in biopsy channel¿ was not confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. However, the instrument channel tube port was found dirty and was cleaned by the field service engineer (fse). Whether there was deviation from instructions for use (IFU) in reprocessing steps for the area of foreign material remains unknown. No physical damage to the device was confirmed where the foreign material remained. There was no report that the device was used for procedure while the event occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis lucera gif/cf/pcf/sif type 260 series reprocessing manualchapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the device evaluation found the instrument channel tube port was dirty. The device evaluation found no other abnormalities. The device was cleaned, disinfected, and sterilized (cds) before it was sent in for repair. The reprocessing steps completed at the site were not provided. The customer confirmed that there were no problems with reprocessing.  The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the olympus asset gastrointestinal videoscope instrument channel tube was dirty. There were no reports of patient harm.